Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles in the tube of the insulin pump. The approximate size of the air bubbles was 5 inches. It was explained to the customer that rewinding with a reservoir in place will create air bubbles. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to deliver a 5u fixed prime until air bubbles are no longer visible. Customer was also advised that the insulin should be stored at room temperature to prevent gassing out when it warms in the pump. Customer stated that the insulin was refrigerated and then set to room temperature for 1 hour. Customer was advised to monitor the infusion set and their blood glucose level. No additional information provided.